Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-apr-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 31-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that for the last couple of months, sometime in 2019 patient was having problems with fall. Patient stated the falls were getting worse. Patient to check on device because hcp thinks the falls may have disrupted one of their leads or stimulator. No further complications were reported/anticipated.